Event description:
It was reported telemetry issues were experienced with the implanted device. The ins was suspected to be in overdischarge. A physician mode recharge was being considered. Patient compliance was the primary reason for the potential overdischarge. Additional information received indicated the device battery was going to be replaced.